Event description:
It was reported that the armada balloon ruptured at an unknown pressure during use in the left popliteal artery described as heavily calcified. There were no adverse patient effects due to the rupture. The patient is doing fine post procedure. The event did not cause a clinically significant delay in the procedure. No additional event or patient information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Because the armada was not returned for evaluation, it was not possible to perform a thorough analysis, which may have aided in determining a cause for the reported rupture. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. Because there was no report of any leaks noted during preparation for use, this suggests that the balloon was not damaged prior to use and that the damage likely occurred during use. In this case, the lesion site was described as being heavily calcified which may have contributed to the balloon damage. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. Without having the armada to examine, a definitive cause for the reported balloon rupture could not be determined. However, there is no indication to suggest a product quality deficiency. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rbp and balloon integrity.